Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. It was reported that the sensor wire detached and remained in the skin. The patient was evaluated by a healthcare personnel (hcp) who obtained an x-ray which confirmed a retained wire. The hcp advised the patient to not remove the wire. The patient was hospitalized (B)(6)2021 and the wire was surgically removed on (B)(6)/2021. The patient has recovered without long-term effect. No product was provided for evaluation. The allegation was confirmed based on the surgical removal of the sensor wire. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the follow up MDR, additional information was provided on 07/21/2021 and the following information is the full report from the patient's parent. The sensor was inserted into the abdomen on (B)(6) 2021. On 05/24/2021, the patient removed it from her abdomen and noticed that the wire was stuck in her skin. Later that day, the patient's parent consulted with a surgeon to observe the issue. The patient underwent an x-ray examination which confirmed that the sensor wire remained in her skin; however, she was advised not to have the wire removed. The patient was doing fine at that time and had not reported experiencing any symptoms at the insertion site. On (B)(6) 2021, it was reported that the patient was admitted to the hospital on (B)(6) 2021. The patient started to experience pain at the insertion site and had to undergo a surgical operation on (B)(6) 2021 to have the sensor wire removed. The reporter stated that the sensor wire had attached to an organ (the organ in question is unknown), and that the patient had surgery under anesthesia to remove the wire from her body. The patient was given a standard dose of paracetamol before and after the surgical intervention as a painkiller. The wire was successfully removed and patient was reportedly doing fine at the time of contact. The patient was released from the hospital the following day. No product was provided for evaluation. The allegation was confirmed based on the surgical removal of the sensor wire. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.